Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A physician reported that his patient was experiencing poor overall vision, lack of near, and halos at night after implantation of a zlb00 intraocular lens (iol). The lens was implanted (B)(6) 2016. Patient sought a second medical opinion and the physician claims there is irregular lathing marks on several echelettes of the intraocular lens.

Manufacturer narrative:
Additional information was received and it was learnt that the patient was seen by a third surgeon who examined her overall visual acuity and the intraocular lens (iol) under the slit lamp. The surgeon reported that the lens did not appear to be damaged nor did it have any defects that would affect its performance. Reportedly, the surgeon could see some mild scratches, but the only reason he saw them was because the amo sales representative asked him to look for them. The surgeon commented that the patient's symptoms were more related to the contrast sensitivity loss that patients experience with a multifocal lens. The surgeon recommended a monofocal iol for the patient's fellow eye. No further information was received. All pertinent information available to abbott medical optics has been submitted.